Event description:
It was reported that the patient's atrial leadless pacemaker became dislodged two days post-implant. It was noted that the patient exhibited dizziness and the lp had traveled away from its intended position. The device was explanted and replaced. The patient was stable.

Event description:
New information received indicates that the leadless pacemaker sustained changes in electrical parameters as a result of the dislodgement.